Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold on the electrode lead, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. In addition, damage to the antenna coil was observed on two different locations. The photographic imaging inspection confirmed antenna coil breaks. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis test was above the limit for nitrogen indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed cut silicone overmold on the electrode lead, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. In addition, damage to the antenna coil was observed on two different locations. The photographic imaging inspection confirmed antenna coil breaks. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.